Manufacturer narrative:
Manufacturing site evaluation investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with vitelene insert. According to customer description, it was reported that a revision surgery was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: plasmafit plus 3 cup size 50mm f (nv250t-52517972), bicontact h plasmapore 12/14 size 15mm (nk115t- 52526329), isocer prosthesis head 12/14 32mm m (nk425-52526329).

Manufacturer narrative:
Visual investigation: the insert shows visible abrasion especially on one side. A part of the inlay as a separate piece is broken out of the inlay. The outer side of the inlay (clamping cone) shows visible abrasions. The ceramic ball head shows metal transfer. The metal transfer occurred probably due to friction at the cup because the inlay was no longer at the right position. Investigation of the supplied images (x-ray) : the pictures give no clear indication for the root cause of the inlay loosening. According to the specialist from the product management the position of the cup is okay. The device history records have been checked for all available lot numbers and found to be according to the specification, valid at the time of production. There are no further complaints registered against the same lot numbers. On the basis of the current information and investigation, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure on the baisis of the device history records. Based on the investigations and results of the 8d report no CAPA is necessary.